Manufacturer narrative:
The insulin pump passed the functional tests, including the basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No unexpected priming anomalies on the display were noted and the insulin pump primes properly.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose level of 481 mg/dl. The customer's father stated the customer has not been testing his blood glucose levels. The customer's father also stated that the insulin pump had a priming anomaly. Troubleshooting was performed but the priming anomaly persisted. Nothing further was reported.